Event description:
During a daily inspection, it was reported that the device displayed all three (charge pak, attention and wrench) icons. The reported issue could be an indicative of the device failure to power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the reporter technical assistance and recommended purchasing a replacement defibrillator. Follow up with the caller confirmed that the customer removed the device from service and would not purchase a replacement defibrillator. The device was not returned to physio-control for analysis. Therefore, the cause for the reported failure could not be determined.